Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 7300tfx 29mm bioprosthetic mitral valve, implanted for six (6) years and two months, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: a1, a4, b5, b6, b7, h6 component codes, health effect - clinical code, and type of investigation.

Event description:
It was reported via the implant patient registry that a (B)(6) bioprosthetic mitral valve, implanted for six (6) years and two (2) months, was explanted due to deterioration, medialized and calcified leaflets, with severe stenosis and severe regurgitation. Patient presented with shortness of breath, and chest pain. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. The patient tolerated the procedure well. No intra or postoperative complications noted. Patient was discharge home health care on pod#8 per medical records: redo mitral valve repair. The old mitral valve needed to be removed, followed by placement of a new mitral valve, a size #29 magna ease edwards. Patient concomitantly underwent redo sternotomy and bilateral groin cannulation.

Manufacturer narrative:
H3: customer reports of deterioration, calcification, and stenosis were confirmed. Regurgitation cannot be confirmed through visual observations. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Leaflet 1 had a 3mm tear near commissure 2 and calcification was evident at the tear. Subvalvular apparatus was observed around leaflet 2 and commissure 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue overgrowth and calcification also fused leaflets 1 and 3 by approximately 2mm at commissure 1. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflet 3 and cut of sewing ring fragment was not returned. Suture pledgets remained attached to the sewing ring around leaflet 1 on the outflow aspect. Wireform was exposed around leaflet 3 on the inflow aspect. Updated sections: d4 expiration date, d9, h2, h3, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.